Manufacturer narrative:
The most probable root cause of this incident is classified as equipment/equipment design. The die cutter phasing shifted during operation and cut cells on the returned wraps. Those wraps were not rejected because the application used to operate cameras 3 & 4 did not use the ¿locate¿ tool to consistently use the correct orientation and position of the wraps under evaluation. Therefore the measurement of the wrap¿s ¿targets¿ or edges of ¿abnormal¿ wrap shapes, affected the capability of the system to take consistent measurements at the right place, causing erratic behavior for the ¿failed¿ wraps. Batch h58616 remains in released status.

Event description:
Event verbatim [preferred term] border of the heatwrap is open and the content comes out of the wrap. [Device leakage] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender received thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number h58616, expiration date oct2016, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient had noticed that the border of the heatwrap is open and the content comes out of the wrap. Per the product quality group: the most probable root cause of this incident is classified as equipment/equipment design. The die cutter phasing shifted during operation and cut cells on the returned wraps. Those wraps were not rejected because the application used to operate cameras 3 & 4 did not use the "locate" tool to consistently use the correct orientation and position of the wraps under evaluation. Therefore the measurement of the wrap's "targets" or edges of "abnormal" wrap shapes, affected the capability of the system to take consistent measurements at the right place, causing erratic behavior for the "failed" wraps. Batch h58616 remains in released status. Additional information has been requested and will be provided as it becomes available. Follow-up (24dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Company clinical evaluation comment the event "the border of the heatwrap is open and the content comes out of the wrap" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "the border of the heatwrap is open and the content comes out of the wrap" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.

Manufacturer narrative:
The most probable root cause of this incident is classified as equipment/equipment design. The die cutter phasing shifted during operation and cut cells on the returned wraps. Those wraps were not rejected because the application used to operate cameras 3 & 4 did not use the ¿locate¿ tool to consistently use the correct orientation and position of the wraps under evaluation. Therefore the measurement of the wrap¿s ¿targets¿ or edges of ¿abnormal¿ wrap shapes, affected the capability of the system to take consistent measurements at the right place, causing erratic behavior for the ¿failed¿ wraps. Batch h58616 remains in released status.

Event description:
Event verbatim [preferred term] border of the heatwrap is open and the content comes out of the wrap. [Device leakage]. Case narrative:this is a spontaneous report from a contactable pharmacist reporting for a customer. A patient of unspecified age and gender received thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number h58616, expiration date oct2016, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The customer had noticed that the border of the heatwrap is open and the content comes out of the wrap. The action taken for the product and event outcome was unknown. Per the product quality group: the most probable root cause of this incident is classified as equipment/equipment design. The die cutter phasing shifted during operation and cut cells on the returned wraps. Those wraps were not rejected because the application used to operate cameras 3 & 4 did not use the "locate" tool to consistently use the correct orientation and position of the wraps under evaluation. Therefore the measurement of the wrap's "targets" or edges of "abnormal" wrap shapes, affected the capability of the system to take consistent measurements at the right place, causing erratic behavior for the "failed" wraps. Batch h58616 remains in released status. Follow-up (24dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (19feb2020): this follow-up report is being submitted as a final reportable MDR., comment: the event "the border of the heatwrap is open and the content comes out of the wrap" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.the most probable root cause of this incident is classified as equipment/equipment design. Batch h58616 remains in released status. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions are suggested at this time.

Manufacturer narrative:
The most probable root cause of this incident is classified as equipment/equipment design. The die cutter phasing shifted during operation and cut cells on the returned wraps. Those wraps were not rejected because the application used to operate cameras 3 & 4 did not use the ¿locate¿ tool to consistently use the correct orientation and position of the wraps under evaluation. Therefore the measurement of the wrap¿s ¿targets¿ or edges of ¿abnormal¿ wrap shapes, affected the capability of the system to take consistent measurements at the right place, causing erratic behavior for the ¿failed¿ wraps. Batch h58616 remains in released status.

Event description:
Event verbatim [preferred term] border of the heatwrap is open and the content comes out of the wrap. [Device leakage] , . Case narrative: this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender received thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number h58616, expiration date oct2016, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient had noticed that the border of the heatwrap is open and the content comes out of the wrap. Per the product quality group: the most probable root cause of this incident is classified as equipment/equipment design. The die cutter phasing shifted during operation and cut cells on the returned wraps. Those wraps were not rejected because the application used to operate cameras 3 & 4 did not use the "locate" tool to consistently use the correct orientation and position of the wraps under evaluation. Therefore the measurement of the wrap's "targets" or edges of "abnormal" wrap shapes, affected the capability of the system to take consistent measurements at the right place, causing erratic behavior for the "failed" wraps. Batch h58616 remains in released status. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment the event "the border of the heatwrap is open and the content comes out of the wrap" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "the border of the heatwrap is open and the content comes out of the wrap" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.